Event description:
The customer obtained lower than expected vitros crbm and phyt results using vitros and non-ocd quality control fluids on a vitros 5600 integrated system. Crbm: biorad l2= 6.1 ug/ml vs. Expected 7.64 ug/ml; biorad l3= 8.2 ug/ml vs. Expected 10.70 ug/ml; tdm l1= 3.5 ug/ml vs. Expected 4.68 ug/ml; tdm l3= 8.5 ug/ml vs. Expected 13.19 ug/ml. Phyt: biorad l2= 8.2 ug/ml vs. Expected 14.6 ug/ml; biorad l3= 7.6 ug/ml vs. Expected 26.4 ug/ml; tdm l1= 4.5 ug/ml vs. Expected 8.0 ug/ml; tdm l3= 9.9 ug/ml vs. Expected 28.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros crbm and phyt quality control results were obtained on a vitros 5600 integrated system. The investigation determined the assignable cause was user error in installing the immunorate wash fluid (iwf) tubing in the incorrect orientation. After the iwf tubing was re-installed in the proper orientation, acceptable crbm and phyt quality control results were obtained. The vitros 5600 integrated system did not malfunction.